Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k): k171712. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2017. It is alleged that the [pt] was injured without explanation. Hospital and medical records have been requested but not yet provided. "It is alleged that "[pt] further suffered extreme pain".

Manufacturer narrative:
Additional information: investigation the following allegations have been investigated: vena cava perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to post pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation. Report from computerized tomography (CT): "ivc filter is present with superior apex at the level of the left renal vein and 5 mm above the right renal vein. There is 10-15 degrees anterior tilt of the device. The apex is in close proximity to the anterior ivc wall but does not contact the anterior wall. The filter struts approximate the outer wall of the ivc with no clear intervening fat plane. There is no significant deformity of the device." "Ivc filter in place as described above. The superior apex of the filter terminates slightly above the level of the right renal vein."